Event description:
End-user stated the front wheel cracked in half, the top is still on the hub and the bottom half is now separate from wheel. End-user stated he did not hit any curbs or rough patches. The scooter was bumping a bit and then split.